Event description:
It was reported that during a thoracoscopic lobectomy, in pulmonary parenchyma resection, the firing of the device stopped about halfway through the stapler. To resolve the issue, the reinforcement was cut to remove the jaws from the parenchyma and a new reload was then used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 2.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 3cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The reinforcement materials were cut at the 0.5cm cut line. Functionally, the reload was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range and when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.